Event description:
It was reported the pt's intrathecal drug delivery pump was explanted and replaced due to underinfusion. The pt was experiencing pain and spasticity prior to refill. The drug used in the pump was a mixture of morphine sulfate 13.0 mg/ml and compounded baclofen 2000 mcg/ml at a dose of 4.282 mg/day. The pt recovered without sequela following replacement. Add'l info has been requested from the hcp, but was not available as of the date of this report.